Manufacturer narrative:
Manufacturer's report date: 5/24/2010. (B)(4). The reported experience of pump failing rate accuracy test could not be confirmed nor replicated; rate accuracy calibration test performed at the manufacturing facility found the pump infusion within specifications. However, high accumulation of dried fluids was found under the membrane frame of the bezel as well as in the grooves of the bezel assembly. The point of entry for the fluid appears to be through the top and sides of the membrane frame. The cause of the customer's experience of device failing rate accuracy test could not be determined, however, it is likely that the dried fluid condition contributed to the reported issue. The bezel assembly, both pressure sensors, membrane frame, platen, mechanism assembly, door, door cover, door harness and door latch were replaced. The device was returned to the facility after passing all required service level testing. The device history record was reviewed at the manufacturing facility, and it did not show any manufacturing issues during production build for the involved pump. The service database and product performance monitoring database review showed no prior issues or anomalies have been reported and indicated no prior service repair history for the suspect infusion pump.

Event description:
Customer sent device in with report of failing rate accuracy test and stated there was no pt event. During servicing residue was found on the pump fingers and occluders.